Event description:
Facility reports 15 mins into the treatment a leak occurred from the sample port of the venous line. Ebl-250cc. Pt was transfused 2 units of prbc. Actual line that leaked was discarded by facility. One unused companion sample is available for evaluation.